Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed several premature switching events involving bat318121; the observe power switching events in the log files are not related to the reported event. Additionally, a power disconnect alarm was recorded in the alarm file on 11/10/2016, confirming the reported event that a power disconnect alarm had previously occurred. The premature power switching events and power disconnect alarm is most likely attributed to a communication error between the controller and battery. Heartware is investigating communication errors. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient was seen in clinic for routine visit and reported that he experienced a power disconnect alarm that was recorded in alarm log on monitor while being seen at hospital on (B)(6) 2016 (shared care facility). The log files were sent at that time and no abnormal battery activity was reported with this alarm per clinical engineering. This analysis was provided to the hospital and the clinical specialist asked the site to have the patient monitor for any abnormal behavior with this battery. The patient opted to take the battery out of use and brought to clinic on (B)(6) 2017 for replacement. There was no impact to the patient.